Event description:
The subject device was returned for analysis and the device investigation revealed that the main coil was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the coil delivery wire was seen to be kinked. The main coil was seen to be stretched, broken/fractured and suture was damaged. The coil introducer sheath was intact. Functional inspection was not performed due to device damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event: ¿main coil stretched¿ was confirmed during visual inspection. The reported events: ¿main coil difficulty inserting¿ and ¿coil in catheter friction¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported and analyzed event: ¿main coil stretched¿ was confirmed during visual inspection, hence an assignable cause of procedural factors will be assigned. An assignable cause of procedural factors will be assigned to the reported events: ¿coil in catheter friction¿ and ¿main coil difficulty inserting¿ and analyzed events: ¿main coil broken/fractured during use¿, ¿main coil suture damage¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the analyzed event: ¿coil delivery wire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation.